Event description:
It was reported that an arteriotomy closure of the femoral artery was attempted using a starclose se device after a diagnostic coronary angiogram procedure which used a 6f sheath. Reportedly, the clip was deployed but failed to achieve hemostasis. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the reported event. Failure to achieve hemostasis can be influenced by numerous factors including, but is not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, each device is inspected to ensure product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. Inadequate nick and spread incision, improper seating of the clip delivery tube on top of the access site, not maintaining downward pressure and device stability while depressing the deployment button with the right thumb, incorrect angle of the device during clip deployment, which should be 60-75 degrees, and retraction of the device during clip deployment can contribute to the reported event. Information relevant to user technique was not provided. Patient anatomy (e.g. Heavily calcified arteries, morbidly obese patients, etc.) May also contribute to the reported experience. A conclusive cause for the reported hemostasis not achieved could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database revealed no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all relevant information.